Manufacturer narrative:
(B)(4). Eval summary: the handpiece was tested on a generator and gave an error code 7. It no longer meets design specifications for continuity. The handpiece was disassembled, a torn acoustic isolator was found in the instrument. Due to this condition, it may lead for an error code 5 to occur.

Event description:
It was reported that during a lap appendectomy procedure, the handpiece is not working and there was an instrument error with all of the probes attached. Handpiece is also showing an error with the test tip run. Unk how case was completed. There were no adverse consequences to the pt.